Manufacturer narrative:
(B)(4). Data has been received for investigation. A follow-up will be submitted upon completion of data investigation.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test and data file review. Confirmation of the reported allegation was undetermined. The probable cause could not be determined post investigation.